Manufacturer narrative:
Exemption e2015054. (B)(4). Approx 1 complaint was received during this report period. The device was not returned for evaluation. This device is labeled for single use. This device was not reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes 1 malfunctioned event which is associated with the materials used to construct the cover or outer wrapping of the device. Patient information was not confirmed for this events.